Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited low amplitude noise, oversensing of the minute ventilation signal, inappropriate atrial tachy response (atr) mode switches and fluctuating pacing impedance measurements of 538-668 ohms. Additionally, the crt-d and another manufacturer's right ventricular (rv) lead exhibited fluctuating pacing impedance measurements of 403-558 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.